Manufacturer narrative:
No definitive cause was determined. The ocd field engineer went to the customer site and performed gel camera alignments and created a new reference image to return the instrument to expected operation. Provue malfunction could not be ruled out as contributing factor to this incident. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that the ortho provue analyzer resulted a previously known sample containing anti-e as negative during antibody screen testing. Visual inspection of cards processed by provue showed positive reactivity. The pt's test results did not match the historical data, preventing erroneous test results from being released.